Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache, blurry vision and fainted twice. A pt reported they fainted, paramedics were called, they were taken to the hosp and hospitalized. Their meter allegedly had no power. The result on their meter was unable to test. The result on the hosp was 36. No comparison reported. Treatment was unknown. No further info has been reported.